Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, decreased blood pressure was reported and the patient went into shock. An emergency catheterization was performed. An intra-aortic balloon pump was inserted and coronary angiography was performed. Stenosis of the left coronary artery was suspected, however, blood flow was also observed and no treatment for the coronary artery was performed. Intensive care and dialysis was received. The following day, hypotension was reported with developed shock and subsequently the patient died that evening. Per the physician, the cause of death was acute heart failure associated with the decreased coronary blood flow as a result of partial coronary stenosis. No autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cines submitted for review showed initial coronary flow in both the left and right coronary artery, and confirmed calcium present in the annulus. Multiple attempts of pre-dilatation confirmed the balloon slipping from its original position. Imaging shows the valve deployed at 1/3 in a good position but at 80% deployment, the valve was severely constrained. The valve was deployed fully and severely constrained, and a post-dilatation was performed. A final angiogram confirmed there was obstructive flow in the left coronary artery. Imaging from the following day showed an intra-aortic balloon pump (iabp) sitting in the descending aorta and limited flow in the left coronary artery. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension most likely was due to the subsequent decrease flow of the left coronary artery (lca) reported. However, a conclusive cause could not be determined from the limited information available. Coronary occlusion can be attributed to procedural factors (such as valve positioning, sizing, and technique) and/or anatomical factors (such as location of coronaries with respect to the valve, and height of ostia). It is unclear whether the occlusion and or decrease in blood flow was related to patient condition as no deficiencies were alleged against the device. The calcification and post-implant balloon aortic valvuloplasty (bav) performed, may play a role in the subsequent reduction in blood flow of the lca. Hypotension and coronary occlusion are known potential adverse effects per the device instructions for use (IFU). As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information provided an assignable root cause cannot be established at this time. There was no indication that a malfunction or misuse contributed to the reported events. If information is provided in the future, a supplemental report will be issued.